Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm and decided to replace the pump. The customer did not have a history of cartridge alarms with the specific pump serial number, but had experienced them with consecutive cartridges. As a temporary measure, the customer planned to use a multiple daily injection (mdi) backup therapy. Technical support ensured that the customer had up-to-date pump software, confirmed the shipping address, and sent the replacement pump. Instructions were also provided to the customer for putting the pump into storage mode before returning the defective pump within a specified timeframe to avoid charges. The customer was informed about the need to program pump settings and connect their continuous glucose monitor to the replacement pump and acknowledged all instructions given.